Event description:
Customer reported she was hospitalized for two days due to high blood glucose. She stated that her blood glucose level started at 139mg/dl on the day of the event and by nighttime it had gone up to 588mg/dl. At the time of the hospitalization her blood glucose was 750mg/dl. Customer complained about having experienced diabetic ketoacidosis. Customer treated with manual injection. Current blood glucose reading is 339mg/dl. The customer stated that the insulin pump is functioning correctly and she stated that there might have been a faulty infusion set that could have contributed to the blood glucose going high. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.